Event description:
(B)(4). First time I experienced a migraine headache.

Event description:
(B)(4). I have started to experience severe weight gain, memory loss, dental problems, itching, migraine headaches that will last for days, heavy periods, depression, suicidal thoughts, pain in joints, falling asleep just like that, sharp pains in chest and abdominal pain, metallic taste in my mouth.